Event description:
The patient's hemo dialysis nurse reports that the patient developed peritonitis sometime in april. The patient's peritoneal dialysis catheter was removed, and the patient was started on hemo dialysis. The patient's peritoneal dialysis nurse confirmed that this was touch contamination.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.